Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, discoloration of the objective lens, discoloration observed on the illumination lens, shadows visible in the image, cloudiness recognized in the image, forceps flare occurring, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, light lens scratched due to external factors, scratches on the insertion tube, wrinkles in the insertion tube, curved rubber scratches, curved rubber adhesive missing, amount of water supplied insufficient due to clogging of the air/water nozzle, foreign object inside the nozzle, scratches found on the tip cover, scratches found on the operation part, scratches are found on switch 1, scratches found on the switch box, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the operation part side oredome of the universal cord, scratches on the scope connector side of the universal cord, scratches found on the scope connector, scratches on the scope connector cover, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope having discoloration of the objective lens. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.